Event description:
The customer reported that, the retractile cable on the centrifuge had a frayed exposed wire.

Manufacturer narrative:
The customer reported that the retractile cable on the centrifuge had a frayed exposed wire. The customer was instructed by ocd customer technical services (cts) to discontinue the use of the instrument. The replacement retractile cable part number was provided to the customer's bio med tech. The customer was to order the part through their purchasing dept. A review of the design history file shows that the centrifuge passed all applicable ul testing and therefore, does not pose a fire or electrical safety risk. Product labeling repeatedly cautions the user of the risk of electric shock involved in servicing the instrument. Product labeling provides the user with the proper procedure to follow when repairs are necessary. No smoke, fire or shock was reported as a result of this incident. No death or serious injury was reported. This customer has not logged any complaints against this instrument since the repair. However, frayed insulation around a exposed wire can lead to shock, fire, death or serious injury. The potential for electric shock, though remote, does exist.